Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d8-9: device service and availability, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) tsx47b8, (tsx implant, 4.7mmd, 8mml) for evaluation. The reported device was returned; however, a device malfunction could not be verified. Visual inspection could not be performed. If the device is located, the complaint will be re-opened and updated accordingly. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsx47b8 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental: medical: allergic reaction and dental: medical: infection¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. For infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. Infection is a medical condition and is non-verifiable with all the information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight unknown / not provided. D4: additional device information unknown / not provided . D9: device availability unknown / not provided. H4: device manufacturer date unknown / not provided. H6: event problem codes ¿ patient code: 1690 abscess, 1932 inflammation, 4577 swelling.

Event description:
It was reported that the implant and surrounding tissue have become massively inflamed at tooth site 25 and the implant was removed due to infection and allergic reaction. Impact on the patient: abscess, inflammation, pain, swelling. The process was not completed with another implant.